Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change. The customer stated that they received a motor error alarm during fixed prime. The customer mentioned that they saw a motor position encoder error alarm. The customer was unable to check the alarm history due to motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm the motor position encoder error alarm due to an overwritten history file. Unable to confirm the excessive no delivery alarms due to the motor error alarm. Unable to perform the occlusion or unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a missing end cap sticker and minor scratches on the display window.